Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead was explanted due to noise. The lead was replaced. Patient was stable after procedure and no further issues were reported.